Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant attempt, the helix would not extend after twenty rotations. The physician attempted to extend the helix again and still it would not extend after thirty rotations. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.